Manufacturer narrative:
Customer originally reported invalid samples results on aptima hpv 16 18/45 genotype (ahpv-gt) assay worklist (wl) (B)(4). Hologic reviewed panther logs and worklists provided and noted indications of potential reagent kit preparation issues that may have impacted valid results on this worklist. Hologic recommended customer to repeat samples from wl (B)(4) with a newly prepared reagent kit. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On (B)(6) 2026, customer reported that they received discrepant results on three samples ids (sids) (B)(6) while running the aptima hpv 16 18/45 genotype (ahpv-gt) assay (ml 920131) on their panther plus instrument (sn: (B)(6). On (B)(6) 2026, customer initially tested all three samples on ahpv-gt worklist (wl) (B)(4) and received valid hpv 16 negative and hpv 18/45 negative results for these samples. Due to potential reagent kit preparation issues with the initial worklist, customer later retested all samples from wl (B)(4) using the same sample tube on (B)(6) 2026, with wl (B)(4) using a new reagent kit on the same panther instrument. Sids (B)(6) resulted hpv 16 positive and hpv 18/45 negative upon retest, while sid (B)(6) resulted hpv 16 negative and hpv 18/45 positive on retest. In addition, customer also tested new aliquots of these samples in wl (B)(4). New aliquots of sids (B)(6) resulted hpv 16 positive and hpv 18/45 negative and new aliquot of sid (B)(6) resulted hpv 16 negative and hpv 18/45 positive. Customer did not confirm which sample results were reported out or amended nor did customer provide any information on patients or patient treatment. Hologic has not been informed of any adverse patient outcomes related to this issue.